Manufacturer narrative:
Initially upon activation of the nalu system, the patient reported good pain relief and no issues with communication. Field investigation discovered that the communication issues began after the patient was treated by a chiropractor. Patient reported feeling some "tugging" at the ipg site during the treatment and subsequently experienced communication issues. The firm was not aware of any plans for chiropractic treatment. It is suspected that the migration of the ipg is directly related to that chiropractic procedure.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat back pain. In june 2024 the patient reported some issues with communication between the implantable pulse generator (ipg) and external therapy discs. Troubleshooting was performed, however the issue persisted. Xray and ultrasound was performed on (B)(6) 2024 and confirmed that the ipg had migrated within the pocket and became tilted, causing the communication issues. Patient continued to report 70% pain relief even with the intermittent communication issues, thus no further intervention related to the migrated ipg was initially considered. In (B)(6) 2024 the patient decided to move forward with a revision to correct the communication issues. On (B)(6) 2024 a surgical revision was performed to move the existing ipg to a new pocket area where it was positioned to be parallel to the skin surface. During the procedure, one of the implanted leads appeared to have some handling damage from the procedure and thus required replacement.